Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during placement of the biliary stent in a pre-dilated lesion of the right common iliac artery via right femoral artery access with another stent in kissing-stent technique, a wire was coming out of the side of the delivery system handle when the deployment wheel was being moved forward. After pushing the wire back into the handle, the stent could be deployed properly. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to high deployment force. Also a difficult vessel anatomy or challenging placement site may lead to high friction during the attempt to release the stent and subsequent deployment force increase. Reportedly, the tracking path and the target lesion were not tortuous or calcified and the lesion had been pre-dilated. The reported application represents an off-label use of the device which may be another contributing factor to the reported event. On the basis of the information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." And "examine the stent and delivery system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." The IFU indicates that the lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree.

Event description:
It was reported that during placement of the biliary stent in a pre-dilated lesion of the right common iliac artery via right femoral artery access with another stent in kissing-stent technique, a wire was coming out of the side of the delivery system handle when the deployment wheel was being moved forward. After pushing the wire back into the handle, the stent could be deployed properly. There was no reported patient injury.